Event description:
It was reported by the patient that the remote monitor would not power on. The patient tried replacing the batteries and the monitor remained unable to power on. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the remote monitor will not power on. The patient has tried replacing batteries and the monitor remains unable to power on. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event. It was further reported that the monitor had been returned.

Event description:
It was reported by the patient that the remote monitor will not power on. The patient has tried replacing batteries and the monitor remains unable to power on. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event. It was further reported that the monitor had been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.